Event description:
The customer's father reported that te customer was hospitalized blood glucose (bg) levels in the 800's. The customer was hospitalized for three days with severe ketones, dehydration, and hyperglycemia. The customer was treated with "high amounts of insulin." The customer had been "vomiting profusely" before he was taken to the hospital. The pod, which was discarded at the hospital, was found to have had a bent cannula when it was removed.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed as the product lot number was not provided.